Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records identified the following : the patient underwent a left total hip arthroplasty on an unknown date due to osteoarthritis. The patient was revised due to failed hip arthroplasty. During the procedure, metallosis and soft tissue reaction were observed. MRI revealed fluid collection, and early pseudotumor formation. There was corrosion at the head-neck junction. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown head, lot #: unknown. Item #: unknown stem, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03515, 0001825034 - 2020 - 03517.

Event description:
It was reported that the patient had an initial left tha on an unknown date. The patient was revised on due to metallosis, altr, implant wear, in-vivo corrosion, pain and pseudotumor. No additional information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: 11-173661 m2a 38mm hd 254180. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and examination of sample. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. An m2a-38 cup non flared sz 50mm, part # 15-106050 from lot 125500, was returned and evaluated against the complaint. Visual inspection found the inner and outer radii of the shell to be covered in a dried, yellow-brown film. Observations regarding the condition of the surface of the inner radius could not be made. A portion of the porous coating has chipped away from the outer radius. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.